Manufacturer narrative:
Further information from the sales representative shows that bone chips or fatty tissue was present in the posterior tibial tray that prevented the tibial insert from locking into place.

Event description:
Tibial insert would not fully seat into the tibial tray. Anterior locking tab compromised by impaction.